Event description:
It was reported that one of the patients cylinders had extruded out of the corpora. The patient underwent a surgical procedure in which the inflatable penile prosthesis (ipp) was downsized by taking off the rear tip extender (rte) that was on that cylinder; then, the same cylinder was placed back into the patients corpora, and the corpora was closed. The patient is expected to fully recover.

Manufacturer narrative:
Investigation summary based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of erosion is a known risk associated with inflatable penile prosthesis (ipp) procedures and is noted as such in the device instructions for use. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review the device instructions for use (IFU) was reviewed. The patient symptom erosion was found to be listed in the IFU. Investigation conclusion based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that one of the patients cylinders had extruded out of the corpora. The patient underwent a surgical procedure in which the inflatable penile prosthesis (ipp) was downsized by taking off the rear tip extender (rte) that was on that cylinder; then, the same cylinder was placed back into the patients corpora, and the corpora was closed. The patient is expected to fully recover.